Event description:
Clinical study. Same case as MDR 6000093-2006-00194. It was reported that 84 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a non q-wave myocardial infarction (mi). The index procedure treated two target lesions. Target lesion 1 was a 3.1mm vessel diameter, 99% stenosed region of the proximal right coronary artery (rca). The lesion length prior to placing one taxus express2 8.8% 3.00x 24mm drug eluting stent without complication. Residual stenosis was 0% after deployment. Target lesion 2 was a 2.5mm vessel diameter, 80% stenosed region of the 2nd obtuse marginal artery (om). The lesion was 6.0mm in length and was mildly tortous. The physician predilated the lesion prior to placing on taxus express2 8.8% 2.5x12mm drug eluting stent without complication. Residual stenosis was 0% after deployment. The site reported that the patient experienced a non q-wave mi 84 days post index procedure. The mi was resolved with hospitalization and cardiac medication change 49 days later. In the opinion of the physician there was a probable relationship between the mi, the taxus stents, and the target vessel. The patient received three transfusions prior to discharge from the hospital 9 days post mi start date.